Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The sulu received in appeared as though an attempt to unload it had occurred. It was fully fired and had an advance knife blade. The firing knob was retracted, the sulu removed, reset, and reloaded with staples. The stapler and sulu were applied to the test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of a misuse of the product that has no relationship to the reported incident. Replication of the observed condition may occur after firing, if the firing knob is not fully retracted. When this occurs, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radial cystectomy procedure, while applying the device for a bowel resection, the staples did not deploy. There was tissue damage due to the lack of formed staples. There was tissue loss. There was temporary injury because the bowel had to be repaired after the knife blade cut with no staples formed. Additional staplers were opened to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.